Event description:
Customer called to report a leak from the hydropneumatic compartment of the synchron cx delta clinical systems, model cx5. Customer could not determine the identity of the leaking fluid. On the following day, the field service engineer (fse) inspected the instrument and found that the liquid trap canister was loose. The fse removed the canister to clear the waste. After the fse bleached the canister and cleaned the cuvettes, no other leaks were observed; therefore, the services performed resolved the leak issue. Customer stated that no patient samples were run and no patients were harmed. Also, customer did not report harm to instrument operators.

Manufacturer narrative:
The leak issue was resolved when the field service engineer cleared the waste from the hydropneumatic compartment's liquid trap canister, which was loose. (B)(4).